Event description:
It was reported by dealer that their customer took the trsx5 wheel chair out of the box and the seat rails are bent and the chair will not open properly. He states this chair did not get to an end user. No further information provided.